Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 12atms on the first inflation after being inflated for three minutes. The lesion being treated was located in the average tortuous, severely calcified and 99% stenotic proximal left anterior descending artery (lad). The device was removed from the patient intact. The procedure was successfully completed with non bsc balloon and the deployment and post dilation of a taxus stent. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed of by the hospital; therefore, direct product analysis could not be performed. The exact cause of the difficulties experienced during the procedure could not be determined.